Manufacturer narrative:
(B)(4). Approximate age of device-9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the pump was exchanged on (B)(6) 2017. Additional information was requested, however, none has been provided.

Manufacturer narrative:
Device not returning change from yes to no. A specific cause for the patient's pump exchange was not reported. Multiple attempts made for additional information however none received. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.